Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that there son had under delivery. The customer¿s blood glucose was 307 mg/dl at the time of the incident and current blood glucose was 190 mg/dl. The customer¿s blood glucose was 3237 mg/dl. The customer was treated with manual syringe. The customer alleges pump was under delivering because after giving manual injection blood glucose was dropping. The customer was advised that safety and satisfaction is our primary concern. The customer was advised that medtronic diabetes stands 100% behind the safety and quality of our products. The insulin pump will be returned for analysis.